Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a bolus was requested via the tandem mobile application. The bolus was delivered successfully which resulted in the customer's blood glucose (bg) level decreasing to 24mg/dl. The customer required assistance from emergency medical services to consume carbohydrates to address bg level. The customer alleged that the bolus was requested via the tandem mobile application without customer's consent. Tandem technical support (cts) reviewed the pump data logs and found that the bolus was requested remotely via a mobile device that did not match with the customer's described personal mobile device. Cts recommended the customer update password and pin associated with tandem products.